Event description:
It was reported that pump experienced malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer addressed high blood glucose by drinking water, did not require third-party assistance, and, with guidance from technical support, reset pump using provided instructions; malfunction did not recur after reset, customer was advised pump use could continue and to call back if malfunction returned, and customer acknowledged understanding.